Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, smoker, increased sensitivity, mobility. Patient smoked during healing process